Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the outer shaft layer was peeling along the length of the shaft. The outer layer appeared to be delaminated on several places and formed bumps and rings on the blue shaft. The material was determined to possibly be a component of the hydrophilic coating. Information from the complaint indicated that a cook 5french guide catheter with intermittent flush was used. Per the device directions for use (dfu): "caution: to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade fiber braided microcatheter and guide catheter, and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guide catheter and microcatheter lumens." In addition, the device dfu specifies the minimum inner diameter of the guiding catheter to be 0.042 in. It is believed that the cook 5french guide catheter used in the case has an inner diameter of 0.038 in. As the dfu indicates that continuous flush should be maintained to achieve optimal performance and because the device dfu specifies the minimum inner diameter of the guiding catheter, the investigation concluded the issue to be related to the dfu instructions not being followed.

Event description:
Device analysis of the returned device revealed that the hydrophilic coating was peeling. No consequences to the patient were reported.